Event description:
During balloon angioplasty of the distal anterior tibial it was noted that after 2 minute inflation, the balloon would not deflate. Physician had to puncture the balloon with the back end of a wire and advance the sheath into the proximal portion of the balloon that was inflated in the proximal anterior tibial and was then able to withdraw the balloon and remove it.======================manufacturer response for percutaneous transluminal angioplasty (pta) dilatation catheter, pta dilatation catheter (per site reporter).======================physician notifed manufacturer on (B)(6) 2012.